Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii/IV. Additional, changed, and/or corrected data: b.5., b.6., d.1., d.2., d.4., d.6a., d.6b., h.4., h.6., h.10.

Event description:
Explanting physician reported rupture and seroma late. Healthcare professional additionally reported capsular contracture, baker grade iii/IV. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Continued e1 phone number : (B)(6). The event of seroma late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma late.

Event description:
Explanting physician reported rupture and seroma late. The device remains implanted. The affected side is unknown.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 05/24/2024.

Event description:
Explanting physician reported rupture and seroma late as well as capsular contracture baker grade IV and double capsule diagnosed by ultrasound. The events of "liquid composed by proteinaceous material and lymphocyte background polymorphous in moderate quantity. Isolated macrophages and poly morphonuclear neutrophyles" and "fragments of fibrous tissue with sclerosis and lymphohistiocytic reaction" were later reported. The device has been explanted and replaced with a non-abbvie device. This record relates to the right side.

Event description:
Explanting physician reported rupture and seroma late. The device remains implanted. The affected side is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3.

Event description:
Explanting physician reported rupture and seroma late as well as capsular contracture baker grade IV and double capsule diagnosed by ultrasound. The events of "liquid composed by proteinaceous material and lymphocyte background polymorphous in moderate quantity. Isolated macrophages and poly morphonuclear neutrophiles" and "fragments of fibrous tissue with sclerosis and lymphohistiocytic reaction" were later reported. The device has been explanted and replaced with a non-abbvie device. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.